Event description:
During an incident in 02 involving a female patient in cardiac arrest, the defibrillator shut down during charge with both batteries. CPR was performed and another crew arrived in a few minutes and took over patient care. The patient has a history of asthma. The report states that the unit passed the self-test at the start of tour. A neighbor who initiated rescue breathing, stated as chief complaint "she passed out," and "not breathing." The ambulance call report states the pt was cyanotic and apneic. The patient was pronounced. The device user stated in his report: "shut off because the battery had died" and after he installed his spare battery: " that one was dead also."